Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 289 mg/dl or 272 mg/dl. Customers other blood glucose value was 600 mg/dl and 300 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer was nauseous and also had abdominal pain and difficulty in breathing. The customer was treated with intravenous drip. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.